Event description:
The user stated they received an alcohol result of 51 mg per dl for a pt who was a "transplant case". They thought the pt should not have any alcohol so they repeated the sample on the same analyzer and got a result of 0 mg per dl. The same sample was also tested on another analyzer and a result of 0 mg per dl was received. The sample was in a serum separator tube. No other assays or patients were affected. The initial result of 51 mg per dl was not reported. There were no adverse effects on the pt since the erroneous result was not reported. The field service rep could not duplicate the issue. He ran the sample in question directly after an abnormal qc sample and a pt sample with a high alcohol four times and the result was 0 mg per dl. He checked the sample probe internal and external wash, adjusted the sample probe alignment over the cell and adjusted the rinse unit deionized water rinse volume.